Event description:
The affiliate stated the customer reported discrepant troponin I (access accutni+3) results, for one patient, involving the access accutni+3 reagent used in conjunction with the unicel dxi 600 access immunoassay system. An initial result of 0.042 ng/ml was obtained but was not released from the laboratory. Subsequent testing of the patient's sample, on the same unicel dxi 600 instrument, generated negative results within the normal reference range. There was no patient impact associated with this event. The patient's sample was collected in 13x100 mm greiner lithium heparin plasma tube and centrifuged at 3,000g (relative centrifugal force) for ten minutes, at 25 degrees celsius. The customer indicated the sample was analyzed from the primary tube and clear in appearance. All system parameters (including calibration, system check and quality control) were within the customer's established ranges. No system issues were noted. The instrument was in normal operation.

Manufacturer narrative:
There is no indication that the access accutni+3 device was returned for evaluation. Service was not dispatched as the customer did not question system performance. In conclusion, a definitive cause of the incident could not be determined with the available information.